Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts post implantation. It was reported that both breasts are hard, painful, and getting higher. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.